Manufacturer narrative:
No product was returned for evaluation. The report of motor stopped events was confirmed based on the evaluation of the submitted system controller log file. The log file captured the pump speed values were fluctuating from zero to 9,000 rpm with motor stopped alarms. Also captured were complete power loss that was associated with both power cables being disconnected. The analysis could not determine the motor stopped events captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported on (B)(6) 2017 that the nurse called the lvad clinician at 20:15 and stated that the system controller was alarming and the system monitor showed ¿no power,¿ however the nurse saw the vad parameters. The system controller green ¿pump running¿ symbol was flashing. There was normal lvad hum to auscultation. The patient¿s lvad system was switched to an ungrounded patient cable, but the issue did not resolve. The patient was reportedly asymptomatic during the event. The system controller log file was submitted to the manufacturer for review. The patient had a distal end percutaneous lead (driveline) replacement on (B)(6) 2017 at 1415 for cosmetic reasons. A representative of the manufacturer¿s technical services reviewed the submitted log file which revealed that post driveline replacement there were 6 incidences of the actual lvad speed indicated 0 rpm but there was no ¿motor stopped¿ alarm. The initial incident where the actual speed indicted 0 rpm was concurrent with a complete reset of the days hours and minutes to 00 00 00. Per the representative, this type of issue could be caused by an issue with the epc system controller. The patient¿s epc system controller was to be replaced. On (B)(6) 2017 it was reported that the patient was ¿doing great¿ and since exchanging the system controller, there were no further alarms. A follow-up log file from the new system controller was reviewed by the technical services representative found no unusual events.